Event description:
It was reported during the implant procedure that the stylet was initially inserted into the lead and became stuck inside the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor distorted and there was deformation/fracture of the proximal section of the inner coil, outer insulation was also breached/cut and blood was noted in the helix mechanism.